Event description:
Reference number (B)(4). Event occured in the united states. Patient faced single kinked cannula event on (B)(6) 2025. The patient encountered symptoms within 3 or more hours after insertion. Infusion set had been in use for 12 hours. The insertion site was in the abdominal region. The patient's blood glucose level registered as high. To manage the elevated blood glucose, the patient administered a correction bolus through their insulin pump. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.